Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise and oversensing that was inappropriately stored as an episode of ventricular fibrillation (vf). While no other episodes were noted, the physician suspected a lead insulation issue at the level of the clavicle and planned to replace the patient's implanted system. There were no instances of inappropriate therapy or pacing inhibition as the patient is not pacemaker dependent. A revision procedure was subsequently performed wherein a subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. The chronic system was programmed off and left in place pending explant of the ICD and surgical abandonment of the lead at a time yet to be determined. No adverse patient effects were reported.